Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "unit starts procedure without customer engaging the footswitch." No injury reported. The issue was identified prior to starting a patient biopsy and the biopsy was successfully completed using another unit. It was determined that the footswitch needed to be replaced. Once this was completed the system was working as intended.